Event description:
It was reported that ipg had reached end of life (eol). Programmer displayed error message ¿replace generator. Contact your representative" and ipg was deemed inoperable. It was noted that patient preferred to use tonic stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.